Manufacturer narrative:
Cmp-(B)(4). Concomitant medical products: 00545001731, trabecular metal femoral diaphyseal cone, 63199323; 00599003320, prc agmt block dist, 63190282; 00598801012, nexgen stem extension straight, 63561464; 00599003320, prc agmt block dist, 63203592; 00599401392, femoral component, 62254744; 00597206526, nexgen stem extension straight, 63722796; 00598002702, nexgen tibial component, 63517642. Report source, foreign - the event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent initial knee arthroplasty. Subsequently, the patient was revised due to instability. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.